Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge pigtail tubing connection to the casing broke on 2 cartridges. There was no reported adverse impact to customer's blood glucose. Although requested, no additional information was provided.